Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not work was confirmed. An assessment was performed on the device which determined the device set screw was damaged, and will not open to accept blade/cutter. It was noted that the threads were pulled from the set screw. It was determined that this condition was due to overtightening the set screw and wear of the device. The assignable root cause was determined to be due to user error and component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip surgical procedure, it was observed that the sagittal saw attachment device was not working. There was a minimal unspecified delay in the surgical procedure. An identical device was available for use to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.